Manufacturer narrative:
The additional vessel closure devices referenced with a reported issue are filed under separate medwatch report numbers. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a venous closure of the right femoral vein was attempted using three (3) proglide devices after an electrophysiology interventional procedure. Reportedly, all three proglides failed. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received:it was observed during the device evaluation that there was an anterior cuff miss noted to both returned device. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6, code 3190 removed.